Event description:
It was reported that five days after the implant of an implantable cardioverter defibrillator (ICD) system, the patient experienced chest pain and was evaluated in the emergency department for lead perforation or device malfunction. Upon review of the interrogation report, no device or lead performance issue was noted. The right ventricular (rv) and right atrial (ra) leads and ICD remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.